Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. Electrocardiogram (ECG) tracings are not visible in the electronic logs; the electronic logs show the transfer of alarms from the monitor to the central unit. Good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. Due to an absence of information from the customer, it cannot be confirmed if the device caused or contributed to the patient death. This patient death will be reported in an abundance of caution. If additional information is later obtained, the complaint will be reopened.

Event description:
It was reported that the customer wanted to recover the ECG of a patient who had died over the past 24 hours; the customer cannot see the last 24 hours, even though the patient was properly admitted on the central unit. The customer indicated that there are traces on the patient monitor. The patient died.

Event description:
It was reported that the customer wanted to recover the ECG of a patient who had died over the past 24 hours; the customer cannot see the last 24 hours, even though the patient was properly admitted on the central unit. The device was in use, however the patient died.